Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction and unexpected shutdown issues were verified. Based on the analysis, the alleged power source alert and warm to touch issues were verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged touchscreen unresponsive issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Subsequently, the customer received a power source alert and reported that the pump was warm to the touch after plugging the pump into a wall outlet. Additionally, a malfunction alarm occurred and the pump shut down unexpectedly. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 170 mg/dl.